Manufacturer narrative:
Hill-rom technician found that when the brakes were activated the casters would still swivel. The casters were worn. He replaced the casters and the brakes functioned properly.

Event description:
Info received indicated when the bed was in brake position that all four casters would ratchet. However, the bed did not lose braking ability.